Event description:
It was alleged that the operator was injured while loading a cot.

Manufacturer narrative:
Customer could not identify cot allegedly involved. Cot was being loaded while the ambulance was on a steep angle. The operator tripped.